Event description:
A customer observed multiple, non-reproducible, lower than expected vitros gent quality control results (qc fluid biorad 2= 5.50, 5.51 vs. An expected result= 9.29 ng/ml) on a vitros 4600 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report that patient samples results were questioned. There was no report of patient harm as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, non-reproducible, lower than expected vitros gent quality control results were obtained on a vitros 4600 chemistry system. The investigation was unable to determine a definitive root cause. There was no evidence that an instrument or reagent related issue contributed to the event.